Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced a cardiac tamponade and hypotension. During a procedure after the farawave catheter was inserted into the left atrium, blood pressure of the patient decreased. An intracardiac echocardiography revealed a pericardial effusion. A pericardial drainage was performed. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.